Event description:
It was reported that the battery contacts for the external pulse generator were corroded. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery contacts for the external pulse generator were corroded. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the battery contacts were corroded, and determined that they were compressed and contaminated as well, and they were therefore replaced. Analysis also found that the upper and lower cases were broken and contaminated, that the battery release, release spring, knobs, heart block, heart wire contacts, the battery drawer and ring cover were contaminated, one side bail cover, side bail and one case screw were missing, one side bail cover was broken, the lead flex cover was corroded, the keyboard was scratched and the battery flex was contaminated and corroded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.